Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 90% stenosis. Following pre-dilatation, a 3.5x12 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion due resistance with the anatomy and the proximal shaft separated. The sds was simply withdrawn from the patient anatomy as the separation occurred at a point on the shaft outside of the patient anatomy. A 3.5x12 mm xience prime successfully crossed the lesion to complete the procedure. There were no adverse effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.